Event description:
The pt received her scs system on (B)(6) 2007. It was reported that the pt was experiencing discomfort at the ipg pocket site, due to weight loss. She was also experiencing heating at the ipg pocket site and having to charge three times per week. The ipg was explanted and replaced on (B)(6) 2010. The explanted ipg was returned to the manufacturer for evaluation. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.